Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during the last few seconds of the treatment on this patients right eye, meniscus crept in and surgeon had a difficult lift. Flap was lifted and surgeon elected to treat with excimer. While lifting the flap, the surgeon disrupted epithelium. Post excimer treatment the surgeon noticed a wrinkle in the flap. Wrinkle was resolved by relifting the flap and a bandage contact lens was placed. Surgeon reported there was no need of manually dissecting the flap. No loss of vision reported. No patient interface being returned. Vision without correction: right eye 20/25 j1+, left eye -20/20. Lasik flap: clear; mild epithelial irregularity in both eyes.